Event description:
On (B)(6) 2013, the reporter contacted animas indicating that the patient is in the hospital. There is currently no indication of why the patient was in the hospital. This is being reported based on the indication that the patient was in the hospital for an unknown cause. If additional information is received regarding the event a supplemental report will be filed.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.